Event description:
The customer reported to olympus, that the gastrointestinal videoscope had scratches on the case of the ultrasonic transducer at the tip. The issue was found during preparation for use for a diagnostic pancreatic cancer examination, which was completed with the same device. There were no reports of patient harm. The device was returned and evaluated; the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover was detached, chipped, and cracked; objective lens had a scratch; connecting tube had a wrinkle and a scratch; the paint on air/water cylinder and label on suction connector was peeled. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During investigation, when the peeling condition was found, it was determined possible that the issue occurred due to stress of dropping or bumping on a hard surface. However, the root cause of the breakage was unable to be specified. Olympus will continue to monitor field performance for this device.